Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarm was noted. Device was received with a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the set and after priming, the insulin pump alarmed compromised force sensor system. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 237 mg/dl which she had not treated yet. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.